Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and hypoglycemia. The customer¿s high blood glucose value at the time of incident was 600 mg/dl. The customer¿s low blood glucose level was 30 mg/gl the customer¿s other relevant blood glucose levels were 151 mg/dl, 159 mg/dl. The insulin pump was in auto mode as informed by the customer. The customer was using insulin pump within 48 hours of the reported event. The customer declined the troubleshooting for low as well as high blood glucose levels. The device will not be returned for analysis.